Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part # 312.140, lot # 2283313, manufacturing site: bettlach, release to warehouse date: july 26, 2007. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Customer quality investigation: the instrument(s) was not returned, and the investigation will be completed based on the images. The image(s) was reviewed, and no damage was noted with the instrument(s) and therefore is unconfirmed. As the instrument(s) was not returned an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation was performed and no issues were noted. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint as it was unconfirmed. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage. Visual inspection: 1.5mm/1.1mm double drill guide (p/n: 312.140, lot # 2283313) was received at us cq. Visual inspection of the complaint device showed no damage observed. The rest of the device shows minimal wear which would not contribute to the complaint condition. Device failure/ defect found? Yes. Dimensional inspection: no dimensional analysis was performed due to confirmed post manufacturing damage identified. Document/ specification review: based on the date of manufacture, the current and manufactured revision documents were reviewed. Complaint confirmed? No. Investigation conclusion: the complaint condition is un-confirmed as no damage were observed on the 1.5mm/1.1mm double drill guide (p/n: 312.140, lot # 2283313). There is no indication that a design or manufacturing issue were identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 312.140, lot # 2283313, manufacturing site: bettlach, release to warehouse date: july 26, 2007. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Part # 312.140, lot # 2283313, manufacturing site: bettlach, release to warehouse date: july 26, 2007. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during a metatarsal fracture procedure, the tines of the double drill guide were bent and sheared metal off of the drill bit. One (1) screwdriver handle broke. The tips of one (1) 1.3/1.5 depth gauge and one (1) 2.0/2.4 depth gauge were distorted. There was a ten (10) minute surgical delay. Fragments were generated and easily removed. The procedure was successfully completed using another set of devices. This report is for one (1) 1.5mm/1.1mm double drill sleeve. This is report 1 of 4 for (B)(4).